Event description:
It was reported that the pt experienced an overdose and was admitted to the ER. The pt's status was fair. The pt was administered narcan. The catheter was aspirated and options for reprogramming the pump were being considered. Final pt outcome was not reported.

Manufacturer narrative:
(B) (4).